Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of over 600 mg/dl and diabetic ketoacidosis. Reportedly, the cause was unknown, however customer was diagnosed with covid-19 and stress. The customer administered a manual injection prior to the hospital visit to address bg, and was treated with intravenous fluids of saline and insulin while in the ICU. Customer was released from the ICU on (B)(6) 2022 with the issue resolved; however, the customer had elevated cardiac enzymes as a result of the event.